Event description:
It was reported by the patient that a physician performed an uneventful novasure endometrial ablation on 04/24/2014. Approx "three weeks after having the procedure what seemed to be a scab fell off [the patient] and [the patient] continued to bleed consistently for 12 straight hours, bleeding was not consistent with a period". The patient thought she might need an "emergency hysterectomy and continued to bleed for an additional six weeks with an extremely heavy period". We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed.lot number of the disposable device not provided by the complainant, therefore the manufacturer date is not known. If additional relevant info is, a supplemental medwatch will be filed. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).